Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was in the ER for low blood glucose; she believes that her husband's insulin pump delivered 9 units of insulin in his sleep for no reason. The call dropped. No products were returned or replaced.